Event description:
Reported due to surgical repair of a false aneurysm. Arteriotomy closure was attempted after an unknown procedure. The perclose a-t (closer ak) failed twice due to cuff misses and then angioseal was unsuccessfully attempted. A false aneurysm was detected and reported to be the result of "the pt's anatomy and device failures." The pt was taken to surgery for repair and "to close the wound." It was reported, "the pt recovered well post procedure." Although requested, additional information was not provided.